Manufacturer narrative:
Wire disconnected from mains circuit breaker.

Event description:
The customer reported the ventilator would not function on ac power, only on backup battery power. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The ventilator alarmed to specifications. The manufacturer's service technician verified the customer reported problem, noting that the ventilator would only function via backup battery power and the mains led was not lit. The service technician reported he found a connector to the main circuit breaker disconnected. The service technician reconnected it to correct the reported problem, and verified the unit operated on ac power. Extended self testing (est) was completed and all tests passed per operating specifications.